Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the channel could not be identified and the root cause of the issue could not be determined. Though the biopsy channel was observed to be deteriorated and shaved, no additional event or reprocessing information was reported or available. The event can be detected/prevented by following the instructions for use which state: ¿tjf-q190v operation manual 3.3 inspection of the endoscope. ¿tjf-q190v reprocessing manual 5.3 preclean the endoscope and accessories, 5.5 manually cleaning the endoscope and accessories¿. ¿preparing the equipment for reprocessing_ equipment needed¿. ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera iii duodenovideoscope, there was a fiber-like material hanging off one of the channels towards the handle of the scope. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to several black spots/stains and debris/lint found through the channel. Additional evaluation findings are as follows: there was a scrape in the forceps passage channel, minor scratches in the insertion tube, and minor scratches in the light guide tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.